Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was warming to target temperature 36c. Patient temperature reached 34c about noon and then temperature dropped rapidly to 31.7c. They were using foley temperature probe for patient temperature 1 and esophageal probe for patient temperature 2. Nurse swapped out probes and things have been fine, but prior to water temperature was all over the place. Mis walked through event log and device alarmed 15 unable to obtain a stable patient temperature and alert 50 patient temperature 1 erratic. Patient temperature now 33.5c, water temperature was 40c, water flow rate was 2.4 lpm. Four pads connected with good coverage. No exposed abdomen. Mis had flex cable, but no changes in patient temperature. Outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 40c, chiller temperature (t4) was 4.4c, water flow rate was 2.4 lpm, inlet pressure was -7 psi, circulation pump command was 70 percent, mixing pump command was 0, heater was 19, water reservoir level was 5, system hours was 6841.9, pump hours was 6524. Mis explained most likely swapping out patient temperature 1 probe to esophageal probe corrected the issue. Mis advised nurse to keep an eye on the device. If alerts about erratic temperature or if nurse notice patient temperature jumping around that they might want to change out the temperature cable and call back for assistance. As of right now device appears to be functioning properly.

Event description:
It was reported that the patient was warming to target temperature 36c. Patient temperature reached 34c about noon and then temperature dropped rapidly to 31.7c. They were using foley temperature probe for patient temperature 1 and esophageal probe for patient temperature 2. Nurse swapped out probes and things have been fine, but prior to water temperature was all over the place. Mis walked through event log and device alarmed 15 unable to obtain a stable patient temperature and alert 50 patient temperature 1 erratic. Patient temperature now 33.5c, water temperature was 40c, water flow rate was 2.4 lpm. Four pads connected with good coverage. No exposed abdomen. Mis had flex cable, but no changes in patient temperature. Outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 40c, chiller temperature (t4) was 4.4c, water flow rate was 2.4 lpm, inlet pressure was -7 psi, circulation pump command was 70 percent, mixing pump command was 0, heater was 19, water reservoir level was 5, system hours was 6841.9, pump hours was 6524. Mis explained most likely swapping out patient temperature 1 probe to esophageal probe corrected the issue. Mis advised nurse to keep an eye on the device. If alerts about erratic temperature or if nurse notice patient temperature jumping around that they might want to change out the temperature cable and call back for assistance. As of right now device appears to be functioning properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was warming to target temperature 36c. Patient temperature reached 34c about noon and then temperature dropped rapidly to 31.7c. They were using foley temperature probe for patient temperature 1 and esophageal probe for patient temperature 2. Nurse swapped out probes and things have been fine, but prior to water temperature was all over the place. Mis walked through event log and device alarmed 15 unable to obtain a stable patient temperature and alert 50 patient temperature 1 erratic. Patient temperature now 33.5c, water temperature was 40c, water flow rate was 2.4 lpm. Four pads connected with good coverage. No exposed abdomen. Mis had flex cable, but no changes in patient temperature. Outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 40c, chiller temperature (t4) was 4.4c, water flow rate was 2.4 lpm, inlet pressure was -7 psi, circulation pump command was 70 percent, mixing pump command was 0, heater was 19, water reservoir level was 5, system hours was 6841.9, pump hours was 6524. Mis explained most likely swapping out patient temperature 1 probe to esophageal probe corrected the issue. Mis advised nurse to keep an eye on the device. If alerts about erratic temperature or if nurse notice patient temperature jumping around that they might want to change out the temperature cable and call back for assistance. As of right now device appears to be functioning properly.